Event description:
The customer reported to olympus the insertion tub of the uretero-reno videoscope was crushed. A lid slammed down and almost severed the mesh. The braiding is protruding about five (5) inches down where it is hanging on by a thread. The tip is also hanging and the retroflex is a little looser than normal, but no wires are showing. The event occurred during reprocessing and there is no patient involvement.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was noted a non-olympus distal sheath was leaking and stretched, the adhesive on the distal sheath was missing. The forceps and brush passage were observed torn, a black image displayed, a non-olympus insertion tube is torn with exposed wires, a broken skeleton. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined however, it is likely that unintended use error may have contributed to this event. The insertion section received physical stress from improper handling and then became broken. Non-olympus insertion tube was installed by third party repair. Strength/durability of the tube was low. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ there is a possibility that the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage.) Olympus will continue to monitor field performance for this device.